Manufacturer narrative:
Per the clinic, a CT scan confirmed electrode migration, and the patient did not perceive benefit from the device despite the migration.

Event description:
Per the clinic, open circuits were noted on all 22 electrodes and the device no longer provides clinical benefit to the patient, subsequent to sustaining a head trauma. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report.